Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by mako surgical with regard to this event. Surgeons often choose to exchange the poly component during routine procedures unrelated to the original makoplasty event. This has been seen most commonly with surgeons opening the joint to perform an I and d procedure to remove or proactively treat infection. No other incidents were reported from this case related to the implants or procedure and there were no indications of implant or procedure-related failures reported. It is standard practice to exchange the implant poly to remove any possible infections materials on it.

Event description:
The patient received a right onlay lateral procedure on (B)(6) 2012. After approximately 3 weeks, the patient alleged pain and a fever and the knee appeared to be infected. The surgeon aspirated the knee on (B)(6) 2013 and reported that the culture samples were negative. On (B)(6) 2013, the surgeon performed incision and drainage procedure and replaced the onlay insert. Culture results collected on (B)(6) 2013 tested positive for a staph infection. The surgeon has indicated that he has not made any plans to revise the implants.